Manufacturer narrative:
Device evaluation is not necessary as reported event(s) are not related to the functionality or delivery of therapy of the device.

Event description:
Patient's mother reported that she can see the generator coming out of the skin and fluid is draining from the incision. The patient went to the ER, but the ER would not address the infection of the generator pocket. Additional information was received that the patient's device was removed and the lead was cut so that there is some lead remaining including the electrodes on the nerve. The explanted devices were discarded by the facility. Patient was also provided with antibiotics. No additional information has been received in regards to the cause of the extrusion and infection.